Manufacturer narrative:
Following our receipt of one transmitter and performed visual inspection and found transmitter with physical damage to the connector pins, unable to continue with functional testing or verify communication/led anomaly due to physical damage. In summary, the customer complaint of loss of communication and led anomalies could not be confirmed due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was unable to connect her sensor to the pump. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed for transmitter does not blink when connected to the sensor and transmitter did not blink as expected when connected to the tester and/or removed from the charger. The customer was informed that transmitter was not working properly. Troubleshooting was not performed for trouble to connect the sensor to the pump issue and it was unknown whether the reported issue was resolved or not. No harm requiring medical intervention was reported. Mmt-7841zn was requested and customer response was the device will be returned.